Event description:
It was reported that the patient presented for an unrelated implant procedure. Prior to the procedure, the atrial lead exhibited p-wave amplitude variation. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.